Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) of 68 mg/dl. Chocolate chips and peanuts were consumed to address bg. Customer alleged pump was delivering too much insulin. Pump system check with tandem technical support (cts) found pump to be functioning properly, however, customer maintained that there was an issue with the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.